Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth, due to the patient's concern. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures observed total delamination on the plug strap assessed as adhesive failure, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the patient's concern. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth, due to the patient's concern. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.